Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was returned to the supplier for evaluation. The supplier reports indicate: the active tip of the device is discolored signs of residue in suction tube. The device shaft, cable and plug appear in a good condition. Electrical testing was performed and the electrode passed the primary capactitance tests, the hipot test and the return continuity test. The electrode failed the active continuity test and secondary capacitance test. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. The activation tests failed. Ablate and coag no output, there was no error message displayed on the generator. This complaint can be confirmed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. The measurement testing indicates that the failure is across the electrical crimp. From the supplier¿s investigation they were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation cap was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. CAPA investigation has identified the components used in the process are not compatible for this method of joining and further design activity is required to improve the robustness of the electrical connections. The root cause of this failure is a design fault and corrective action is design improvements. The crimp to solder design improvement for the p50 hand switching electrode was implemented in july 2019 DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. As detailed in the product control plan this product is 100% inspected for continuity as part of its product test regime therefore all reasonable containment is in place and additional process containment work is not considered necessary therefore no containment or correction action related to the individual complaint is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate via email that the paper work stated the vapr premiere 50 electrode with hand controls was not working and not nibbling during the procedure. Another electrode of the same model was opened to manage the case. The details regarding patient harm and surgical delay were unknown. The product is available to be returned. Additional information provided by the affiliate reported the date of the event; july 8,2019. It was also reported the knee arthroscopy procedure was completed with an electrode of the same model.